Event description:
It was reported the pt had an infection at the ipg pocket site due to it being irritated at the belt line. The pt had noticed redness and swelling in (B)(6) 2012 and was put on oral antibiotics. The physician explanted and placed the new device in a pocket above the belt line. Cultures were taken and the results remain unk.

Manufacturer narrative:
MFR's eval - the returned product was not analyzed as the complaint of infection could not be confirmed via laboratory testing. Method - the device history and sterilization records were reviewed. Results - the device history and sterilization records reviewed were found to meet specs and no anomalies related to this event were found. Conclusion - the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.